Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the rim of the reservoir is broken. Customer reported that the reservoir will not stay inside of the insulin pump. Customer's blood glucose reading was 230 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.